Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that telemetry indicated atrial sensing/ventricular pacing with a rate of 40 beats per minutes. When the sensitivity was changed, the right ventricular (rv) lead had t-wave oversensing observed. Changes to the sensitivity were suggested and the rvlead remains in use. No patient complications have been reported as a result of this event.